Manufacturer narrative:
Additional information: the guidewire lumen was torn/ripped. The damaged component was not detached at the hinge point, it was just deformed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a directed resection procedure using the turbohawk atk, a patient with a chronic total occlusion (100% stenosis) of the mid superficial femoral artery, severe vessel tortuosity, and moderate lesion calcification underwent puncture angiography, which revealed femoral artery occlusion and poor visualization of the popliteal artery. After guidewire passage through the occluded segment, the atherectomy catheter was installed and flushed, and a small balloon was used for pre-dilation. During advancement of the atherectomy catheter, resistance was felt and an abnormal sound was noted. Angiography showed an abnormality at the tip of the catheter. Upon withdrawal and inspection, deformation and cracking of the tip and collection chamber were observed, and the device could not be used. The damaged component was retrieved from the patient, and the procedure was completed using an alternative surgical technique. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: a visual inspection showed that the cutter and tip detached. The tip detached at the hinge pins. The detached components were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.